Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed, but the exact cause could not be determined. The distal 1.0 cm segment of a 3cg stylet was the only item returned for investigation. A microscopic examination revealed the epoxy tip present at the distal tip. The break in both the polyimide tubing and core wire coincided with the fractured plane of the magnet. The observed fracture features were indicative of catheter and/or stylet kinking and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "customer had a PICC line 3cg wire break outside of the patient and a piece of the wire ended up in the dressing." Add info rcvd 04/20/2021: placement info: uneventful placement, only found when doing a follow-up dressing change. Was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev2049 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "customer had a PICC line 3cg wire break outside of the patient and a piece of the wire ended up in the dressing." Add info rcvd 04/20/2021: placement info: uneventful placement, only found when doing a follow-up dressing change. Was there patient harm reported?: no.